Event description:
The customer reported that this unit's lead selection could not be changed and the unit reported a defib failure cycle power ec1000 message. There was no report of any pt involvement.